Event description:
Subsequently, a revision procedure was performed. This lead was successfully replaced.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, the device displayed less than six months battery longevity remaining. During a previous visit, the outputs had been reprogrammed to high right ventricular (rv) thresholds and remained programmed at the increased output since then. After testing the threshold at different pulse widths and polarities, the threshold was reduced to 2.7v at 0.4ms, unipolar pacing as bipolar thresholds were significantly higher. An rv lead fracture or insulation issue was suspected, however impedance measurements have been stable despite increasing thresholds. In addition, there have been no episodes of noise. The autocapture feature was programmed on reducing the pacing output to 3.2v at 0.4 ms. This altered the battery longevity to one year remaining. There was still concern that the battery depleted more rapidly than expected. A decision was made to further monitor this device and lead. The patient with this system is not pacemaker dependent and experienced no adverse patient effects.

Manufacturer narrative:
According to available information, this lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.